Event description:
Article reports severe tricuspid regurgitation following uneventful extraction of dysfunctioning lead by manual traction. Patient's condition improved, however, recurrent chf continues to appear during the 5 year follow up period.